Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Target lesion #1 was located in the 2nd diagonal with 70% stenosis, a length of 12 mm, and reference diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50x 18/20mm study stent with 0% residual stenosis. Target lesion #2 was located in the proximal left anterior descending artery with 80% stenosis, a length of 6 mm, and reference diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0x12 mm study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. Per core lab report a type "c" dissection after balloon pre-dilation occurred. Not present in final. Good final result.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.